Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads had pulled back / dislodged due to the patient twiddling their cardiac resynchronization therapy defibrillator (crt-d). Additionally it was noted that the ra lead displayed high threshold and the rv lead displayed oversensing. The ra lead was extracted and replaced while the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.